Event description:
True result meter reads differently; 30-50 pts. I felt weak and shaky so I tested my blood sugar using true result meter and true test strips gdh-pqq said 80. I retested using one touch ultra said I was 40. This happens often, then true result meter error company said to send meter back. They sent replacement true result meter and true test gdh-pqq test strips. I have replaced true result meter at least 5-7 times, either with the company or my (B)(6) complaining of inaccurate readings and error. I've talked with others having same complaints. (B)(6).